Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received yet. The lot number was provided. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.

Event description:
It was reported that a physician attempted arteriotomy closure in the cfa using a starclose device after an unknown procedure. Reportedly, the sheath stretched and the tines of the clip were through the sheath wall. Closure was achieved with manual compression. No add'l info is available.